Event description:
It was reported that the patient had a sudden loss of coverage of her right upper extremity. She was evaluated on (B) (6) 2009 and it was discovered that she felt no stimulation even when the amperage was turned up to 10.5. Initially, a lead revision was to be performed but since the battery was over "80% utilized" the entire was removed and replaced. The patient recovered without sequelae.

Manufacturer narrative:
(B) (4).